Event description:
A call was received through technical services reporting that the patient received six shocks due to noise on the lead, and the short interval count was 12,008, indicating oversensing. The lead was explanted. No further patient complications have been reported as a result of this event.

Event description:
A call was received through technical services reporting that the patient received six shocks due to noise on the lead, and the short interval count was 12,008 indicating oversensing. The lead was explanted. No further patient complications have been reported as a result of this event. A medwatch was received and further reported high ventricular lead impedance, and a lead fracture.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received.